Event description:
Voluntary medwatch received states that during extraction of the lead, the physician encountered difficulty removing the lead which unraveled, leaving a portion of the lead abandoned. Due to the exposed coils the capped section was causing oversensing noise. No adverse patient effects were reported.

Manufacturer narrative:
Medwatch: mw5169218.